Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to high pacing thresholds and loss of capture with no asystole. A new lead of a different model was successfully implanted. No additional adverse patient effects were reported.